Manufacturer narrative:
Additional information: the affected product was not returned for evaluation. Without the return of the actual product involved, our investigation cannot proceed. A definitive root cause cannot be determined with the information provided. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to a broken post on the insert. The insert was removed and replaced during the revision surgery.